Event description:
The pump was returned for investigation. Investigation found a dim/discolored display. This report is made based on the results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim display with discolored text. The keypad buttons responded properly. The audio bolus button was missing/detached. (B)(6).